Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited varying pacing impedance. The lead was programmed off but remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead alerted for high impedance. Isometric exercises showed oversensing. Reprogramming was performed in addition to turning off the lead alert. The lead remains in use. No patient complications have been reported as a result of this event.